Event description:
The physician was attempting to use an advance aspiration catheter during a procedure to treat a slightly calcified, moderately tortuous lesion with 90% stenosis in the rca. The patient status at the time of the procedure was acute mi. No unusual resistance was noted when the protective sheath was removed. No difficulties or abnormalities were noted during preparation. Device inspection was not performed. It is reported that the marker was not visible at all under fluoroscopy after device was delivered to the target lesion. The relevant device was removed from the patient because the physician thought it was risky. No damage was noted on the distal tip of the device when it was removed from the patient. The physician remembered how the marker was visible when he used the same device before. The relevant device was replaced by a non medtronic device. After the procedure, the physician viewed the cine image, but the marker was not visible. No resistance with other devices was noted during delivery of the relevant device. No resistance was noted when the relevant device was crossing the lesion. The patient had no adverse effect from this event.

Manufacturer narrative:
Evaluation, results: (no conclusion, evaluation still in progress); conclusion not yet available - evaluation in progress (evaluation in progress). (B)(4).

Event description:
Device evaluation: received for evaluation was a 6f export advance catheter. Closer visual inspection detected that the marker band is not present at the distal tip or any other place in the catheter. The catheter was cut open and no mold marks were noted on the inner wire lumen entry port. The catheter exhibited the strain relief lifted.

Manufacturer narrative:
Results, conclusion: marker band is not present at the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.